Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 20-apr-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2019 regarding a patient receiving baclofen (2 000mcg/ml at an unknown dose) via an implanted infusion pump. The indications for use included intractable spasticity and other spasticity. It was reported that in (B)(6) (exact date was unknown), the patient started feeling increased spasticity. The healthcare provider (hcp) had been increasing the patient's dosage with little effect. A dye study was scheduled for (B)(6) 2019. No other interventions had occurred as of the date of report, and the issue was unresolved. It was unknown if surgical intervention was planned. The patient's status was alive - no injury and no further complications were reported or anticipated. Additional information was received from the healthcare provider via a device manufacturer representative indicated that dye was seen leaking from the catheter in the spinal area near connector site. It was reported that the patient will be scheduled for revision of catheter. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the catheter leak was unknown. No further complications have been reported.